Event description:
It was reported that the experienced redness near the implantable neurostimulator (ins) pocket. Surgical intervention was necessary due to infection. The neurosurgeon opened up the incision at the lead-extension connection and discovered puss and an odor. Due to the suspected infection, the neurosurgeon determined it was necessary to open up the incision near the stimloc and lead entry point into the brain. It was determined the entire left side system needed to be removed due to a suspected infection. A culture was ordered at the lead-extension and lead entry site (no results were reported). Add'l info has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B) (4).